Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's father reported that his 14-year-old son experienced high blood glucose level due to a cut in the infusion set tubing which led to insulin leak. Therefore, they tried to treat it with bolus via the pump, but on (B)(6) 2023, the patient was hospitalized due to high blood glucose level. His highest blood glucose level was over 600 mg/dl and had low level of ketone level which was not assessed as dangerous/life threatening by the health care professional. Moreover, the infusion set had been used for 2 days. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. At the time of this report, the patient was still in the hospital and was not released. Reportedly, the patient's father stated that his son's high blood glucose level ended him in the hospital 2 times while being on the pump both times. Currently, the patient was in the hospital and the providers will not release him until he has a different pump to use. The patient experienced a stomach virus while all this was going on. He has lost a significant amount of weight over one and a half months. He does well with multiple daily injection. No further information available.